Event description:
The lay user/patient contacted lifescan (lfs) in 2007 and alleged that her one touch ultra meter was "not reading right". The medical affairs specialist was unable to reach the patient via phone after several attempts. A letter was sent to the address provided. The patient reported that the display of the subject meter was "fading out and part of the number is not there". She also reported that the meter was reading inaccurately low and high. The patient had received a result of 60 mg/dl the night prior to the call (time not provided). She then took her normal amount of insulin (type/dosage not provided) and alleged that her blood glucose "went down to 46 mg/dl." She felt like she was "going to pass out and was clammy" and therefore, "ate a whole lot". The next morning, prior to her call to lfs, she tested with a result of "320" mg/dl." However, the patient stated that since the numbers were missing, she could not be sure of the results. She then called her doctor, who advised her to take insulin. However, she did not take the full dose of insulin since she was not certain that the result was correct due to missing segments. At the time of troubleshooting, it was verified that this was not a new product. The patient's testing technique was reviewed to be correct and the puncture area was also cleaned properly. This complaint is reported because the patient alleged the meter displayed missing segments; during this time, she claimed she experienced symptoms after taking her set amount of insulin following the alleged low result. It is not clear why she would take insulin after receiving a low result. She treated herself with food. A replacement meter, control solution, and test strips were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.